Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was having trouble with ins. It wouldn't keep a charge and when it was fully charged, it only lasted a couple hours. Hcp decided that it was necessary to replace the ins so it was replaced on (B)(6) 2018. Caller cited note from patient's records dated (B)(6) 2017 - note indicated scs was implanted 1 year ago and patient was reporting issues with ins. Patient saw hcp for ins replacement. No further complications were reported.